Event description:
The report received initially from the affiliate indicated that a 7x150mm smart control stent was unable to advance to a totally occluded (100%) and calcified lesion in the superficial femoral artery. The lesion was 30mm in length in a 6.0mm vessel diameter and antegrade access site was used. The device was withdrawn from the pt to perform angioplasty. While attempting to reload the device, it was observed that the tip of the catheter was rolled onto itself. The physician attempted to unroll the tip and did so by loading wire from the proximal end of the delivery system out through tip of the stent catheter. When attempting again to load stent onto wire, the tip would not advance over wire. Analysis of the returned device indicated that the catheter tip was over-cannulated inside the distal outer sheath. The distal end of the catheter tip was split, dented, and presented blood residuals. The product stored and handled according to the IFU. It was also inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. While attempting to cross the lesion, the physician used force to attempt to push stent through stenosis but was unsuccessful.

Manufacturer narrative:
The physician encountered resistance and was unable to advance the stent delivery system (sds) through the lesion in the left superficial femoral artery. He withdrew the sds in order to angioplasty the stenosis to dilate the vessel. However, he was unable to reload the sds back onto the wire noting that the tip of sds was rolled in on itself. The doctor attempted to unroll the tip by loading the wire from the proximal end of the delivery system. However, when attempting to again load the stent onto the wire the tip would not advance over the wire so he discarded the sds, opened a new sds and successfully loaded and deployed the stent in the pt. A guiding catheter was not used during the procedure. Analysis of the returned device indicated that the catheter tip was over-cannulated inside the distal outer sheath. The distal end of the catheter tip was split, dented, and presented blood residuals. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling and is not related to a product quality issue. A non-sterile 7x150mm smart was received coiled inside a plastic bag. The catheter tip was over-cannulated inside the distal outer sheath. The distal end of the catheter tip was split, dented, and presented blood residuals. The stent was fully contained within the distal outer sheath. The hemostasis valve was received closed. The od of the distal outer sheath was measured, and all measurements were found within specification. A 0.035" guidewire was inserted through the luer hub, and it could be advanced without difficulty through the wire lumen until it came out of the catheter tip; no resistance was experienced at any time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inner shaft obstructed and tracking difficulty could not be confirmed during analysis. The sds damages were confirmed. The exact cause of the tip damages and of the over-cannulation could not be determined. However, procedural factors might have impacted the event given that the condition of the unit suggests that the inner shaft was forcefully pulled inside the outer sheath. Inspections are in place to prevent these types of failures from the leaving the facility. No corrective actions will be taken at this time, given that there are no indications that the reported failures could be related to the manufacturing process. Please notes that this is an initial and final report. No add'l info is available and no further reports will be submitted.